Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported that blood glucose level remained elevated (300-369 mg/dl). Customer indicated that cause could be related to stress from work, basal rate, or infusion set was not inserted correctly. Customer had delivered a correction bolus and would consult with health care provider to adjust settings. System check with tandem technical support indicated that the pump was performing as intended.